Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the surgeon performed bha surgery on (B)(6) 2017. The patient fell to the ground on (B)(6) and she had dissociation. We don't know how she fell on the ground because nobody had seen it. So the surgeon performed a revision surgery on (B)(6) 2017. The surgeon suspects the mechanical strength (pull out/level out) is weaker than perfecta bipolar cup or competitor's one.